Manufacturer narrative:
Nitial 1 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set adhesive event on 13 nov 2025, as the customer stated that infusion set patch did not stick to skin upon insertion. The patient replaced infusion set and resumed insulin successfully.